Manufacturer narrative:
The device was tested on the bench and using automated testing equipment and no anomalies were found.

Event description:
It was reported that during the implant procedure, lead noise was observed when the ventricular lead was connected to the pacemaker. The device was not implanted and was replaced, and the noise was reduced. Once the atrial lead was connected, the noise was resolved. The patient was stable.